Manufacturer narrative:
Product complaint #: (B)(4). Device was used for treatment, not diagnosis. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair procedure the customer's expressew iii suture passer without hook is firing inconsistently. The sales rep stated that it fires incorrectly every other time. They tried different needles and had the same result therefore he stated that the issue is the gun not the needle. The procedure was able to be completed with the same device with no patient harm or surgical delay to the case. The device will be returning for evaluation.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that during a rotator cuff repair procedure the customer's expressew iii suture passer without hook is firing inconsistently. The sales rep stated that it fires incorrectly every other time. They tried different needles and had the same result therefore he stated that the issue is the gun not the needle. The device was received and inspected visually and tested for its functionality. Visually, there are no anomalies found on the device. An eiii needle was loaded into the device and was tested on a sample rubber strip. When the trigger was actuated, the needle deploys successfully but after a few deploys the needle was stuck. However, to restore it to the original position, the needle trigger has to be pushed back manually as the needle got to stuck. The device does not function smoothly as reported, confirming this complaint. From historical investigation, this failure mode is typically observed when tissue debris lodges into the shaft of the expressew and without proper cleaning the needle path becomes rough leading to deployment issues. We cannot determine a definitive root cause for this failure. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this point, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.